Event description:
It was reported that patient received a vibratory alert in early (B)(6) 2020 while patient was out of town in (B)(6). The patient contacted device clinic report the vibratory alert. The following device clinic encouraged the patient to seek out a clinic in florida locality to have the device interrogated but patient declined. The patient then presented into device clinic on (B)(6) 2020, and the device was not able to be interrogated via merlin programmer. The following day, the device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory and was due to premature battery depletion. Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.